Manufacturer narrative:
The involved oneport 5mm disposable surgical trocar was previously expected to be returned for evaluation. However, despite multiple attempts, to date, the device has not yet been returned to conmed (B)(4) from the end-user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported problem was unable to be determined. The alleged problem of "distal tip of the trocar broke off, un-retrieved" therefore could not be verified. (B)(4). A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. In addition, a 2-year review of the device complaint history shows other than this alleged incident, there have been no serious injuries or deaths reported related to the reported breakage and/or "secondary surgical intervention to remove the broken fragment". In this instance, the exact cause of this reported problem of "distal tip of the trocar broke off" was unable to be determined. However, a study conducted when evaluating similar complaints revealed that this type of reported failure can occur if there is repeated impact on the trocar cannula with heated instruments such as electrosurgical devices or harmonic scalpel devices. These heated instruments can cause the cannula's polycarbonate material to become brittle resulting in brittle fractures of the cannula tip. Close proximity of the electrosurgical device's active tip to the trocar cannula tip during electrosurgical activation of these devices for long periods of time can induce brittleness in the cannula material. The power and/or duration affecting these conditions resulting in brittleness to the cannula tip are shown to be excessive as compared to typical laparoscopic procedural scenarios. The investigation result indicated that there is no reason to believe that anything associated with the device manufacturing process caused or contributed to this reported incident. In addition, it is believed that the alleged "broken distal tip of the trocar and was not retrieved" may have been broken off in small pieces and small enough to be cleaned out of the peritoneal cavity with routine surgical suction/aspiration of fluids, and, the alleged "unrecovered/non-located" device fragments many not have been left within the patient's peritoneal cavity. To date, there have been no patient long term adverse effects reported. The oneport 5mm disposable surgical trocar has applications in a variety of laparoscopic procedures to provide a means of abdominal entry and access for laparoscopic instruments. To ensure proper function of the oneport 5mm disposable surgical trocar and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: endoscopic procedures should be performed only by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications, and complications prior to performing these procedures. Verify compatibility of laparoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure. Use of laparoscopic instruments with diameters smaller than that indicated for the trocar may cause desufflation. Use of instruments in excess of 12.6mm may result in damage to the trocar and/or instrument.

Manufacturer narrative:
As reported, the involved device has not yet been returned to conmed and its current location is with the end-user facility. However, it is anticipated that the involved instrument will be returned to conmed USA for evaluation, but that the unit has not been received to date. A follow-up and final report will be filed upon receipt of the involved product and completion of the evaluation. -user not yet returned device.

Event description:
The customer reported that during use of the oneport 5mm disposable surgical trocar during an abdominal laparoscopy the distal tip of the trocar broke off of the device and allegedly was not retrieved. The surgery time was extended attempting to locate the device fragment; however, the device fragment was reportedly not recovered. The procedure was otherwise completed as planned with no further complications or other adverse effects reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a serious injury has occurred.